Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, and after the wound had been closed, the device was interrogated and a low battery voltage was noted. In addition, it was noticed that diagnostics were populated since last year, implant detect feature was off, and there were some stored episodes with the electrogram. The device was explanted and replaced for premature battery depletion. No patient complications have been reported as a result of this event.